Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle guidewire could not be inserted into the needle. The issue occurred during a therapeutic endoscopic ultrasound-guided biliary drainage procedure that was completed with a similar device. There were no reports of patient harm.